Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized high readings and error with no audible tone/beep. The customer's blood glucose level was 15.0 mmol/l at the time of the incident. The customer was taken to the hospital 3.5 weeks ago with high readings and suspected diabetic ketoacidosis. The customer was treated at the hospital. The customer mentioned that they dropped the pump on several occasions. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was programmed to alarm no reservoir and the alarm tone functioning properly. The audio tone functioned properly during the self-test. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.